Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. Concomitant medical products: emeraldc30 cartridge, lot unknown; emeraldt injector, lot unknown. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the za9003 tecnis monofocal iol (intraocular lens) broke off during implantation into the patient's operative eye. Reportedly, the lens was not folded correctly into the cartridge and this caused the plunger of the injector to damage the haptic. As a result, the lens was removed and another za9003 lens was implanted into the sulcus. The incision had to be enlarged from 2.8 mm to 5.0 mm and sutures were required. Iris bleeding was also reported and there was a 20-minute delay in the procedure. It was also noted that a vitrectomy was performed; however, this had been planned pre-op due to the condition of the patient's eye. It was mentioned that this was a difficult eye to operate as it was previously damaged by fireworks. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/02/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. A cartridge was also returned with the lens. Visual inspection using magnification showed loose fibers/particles on the lens related to the handling of the unit out of a sterile environment. Residue of viscoelastic material and body fluids were observed on the lens. One of the haptics was observed damaged/distorted and detached. No damage was observed to the other haptic. No damage was observed on the cartridge. The condition of the returned sample was consistent with a lens that was implanted and removed. The customer's reported complaint was verified. However, based on the analysis of the returned sample, there was no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.